Event description:
The customer reported via phone call that they did not receive insulin from their insulin pump. Customer stated they did not use the bolus wizard feature on their insulin pump. It was found the customer basal rates were incorrect on the insulin pump. Customer was assisted with adjusting their basal rates. Troubleshooting confirmed insulin was able to exit from the insulin pump. The customer also reported they did not receive any alarms throughout the troubleshooting process. Customer's blood glucose was 210 mg/dl. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.